Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During servicing of the defibrillator, it was discovered that the ECG cable pins were filthy and worn, causing ECG dropouts. There was reportedly no patient involvement.